Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Doctor reported that patient came in with a fractured screw (unknown legacy biomet screw). Doctor used the tool to remove the fractured screw portion from the implant. Doctor was able to finish the procedure and place a new screw.

Event description:
Doctor reported that patient came in with a fractured screw. The dentist used the tool to remove the fractured screw portion from the implant. The dentist was able to finish the procedure and place a new screw.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement 0001038806 -2018 -00946. The following information is being reported: doctor reported that patient came in with a fractured screw. The dentist used the tool to remove the fractured screw portion from the implant. The dentist was able to finish the procedure and place a new screw. Brand name: unknown biomet screw; correction: no; PMA/510k: 19 mar 2019; if follow up, what type? Follow up, malfunction. Manufacturer narrative and corrected data. The reported device was not returned for investigation. The reported condition of a fractured screw could not be confirmed due to the product not being returned. A device history record (DHR) review was not completed as the device lot number is unknown. A complaint history review by item number for this device could not be conducted as the item number is unknown. A complaint history review was conducted for the reported item number dating back 2 years was completed. The complaint history review revealed no other complaints related to a fracture. A root cause of the reported event could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.